Manufacturer narrative:
FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 12 days.  No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient experienced a decrease in flow and a ¿grinding¿ noise was heard from the pump. Log file analysis completed by the manufacturer¿s technical services representative revealed a pump stoppage with parameters consistent with potential thrombosis. The patient was reported to have been asymptomatic. No additional information was provided.